Manufacturer narrative:
Analysis of programming history.

Event description:
Internal programming history was reviewed and it was noted that a programming anomaly event occured on (B)(6) 2011. A faulted system diagnostic test. It does not appear prior to the patient leaving the office that their settings were corrected at that time as confirmed by the final interrogation.